Event description:
The iab was inserted without a sheath via the femoral artery. After placement, the fos (fiber optic sensor) was connected to the pump. It was impossible to calibrate the catheter. The display showed that the fos was connected and that the cal key should be connected; however, the cal key was connected. Manual calibration of the fos was not possible. As a result, the iab was removed, and another brand iab was inserted.

Manufacturer narrative:
A comprehensive investigation into this report cannot be completed as the sample will not be returned to the MFR for eval. A re-review of the DHR was completed without findings. A follow-up report will be filed if more info becomes available.